Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A target lesion was located in the severely calcified left anterior descending artery. During the procedure, the balloon ruptured upon fourth inflation at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that target lesion was 90% stenosed and mildy tortuous. The balloon ruptured when inflated for 5 to 10 seconds. The device was completely removed from the patient body using the normal method.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A target lesion was located in the severely calcified left anterior descending artery. During the procedure, the balloon ruptured upon fourth inflation at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.